Manufacturer narrative:
The guidewire was returned jammed within a stent delivery system inner body. Attempts made to remove the guidewire from the inner body were not successful. The stent delivery system was kinked and the guidewire was kinked along with it. The ptfe (polytetrafluoroethylene) coating on the mid-section of the guidewire was scraped off. It is likely that the damage to the ptfe coating was a result of the interaction with the inner body. Therefore, this investigation has been assigned a root cause of operational context.

Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was peeling on the guidewire. There were no clinical consequences to the patient.

Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was peeling on the guidewire. There were no clinical consequences to the patient.